Event description:
The customer reported that the system displayed an interlock failure error message. This error will likely prevent the system from booting up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.